Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03681. It was reported that balloon rupture occurred. The target lesion was located in the diagonal branch of the left anterior descending artery. Two 1.50mm x 8mm emerge¿ push balloon catheters were advanced for dilatation. However, the balloons ruptured. The devices were removed. No patient complications were reported.